Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 UDI: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h10. Reported issue: it was reported that during the surgery, this product did not work on high mode from the start of use. DHR review: the device history record (DHR) for 00515048201 lot number 64091088, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Technical review and physical evaluation: on 07 november 2019, it was reported from (B)(6) hospital that this product didn't work on high mode from the start of use. On 14 january 2020, a returned product investigation was performed on the 00515048201. The physical evaluation revealed that the device had battery corrosion within the battery pack. The results of the returned product investigation have confirmed the reported event. Probable cause/root cause: while the returned product investigation confirmed that 00515048201 was not working due to corroded batteries within the battery pack, it cannot be determined from the information provided what actually caused the batteries to corrode. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. UDI - (B)(4). Foreign (B)(6).

Event description:
It was reported that during the surgery, this product didn't work on high mode from the start of use. Pictures provided evidence of corrosion and leakage of the batteries. No harm or delay was reported.